Event description:
During a coronary drug eluting treatment procedure, stent damage occurred. As the physician advanced the 2.50x12mm taxus express2 drug eluting stent through a previously placed stent in the right coronary artery, it was noticed that the stent struts were bent. The physician removed the stent. The procedure was completed with another 2.50x12mm taxus express2 stent. It was reported that there were no patient complications.